Manufacturer narrative:
Additional information received from the local area sales representative indicated that the electrogram (egm) strips were unable to be obtained. The sales representative has not been contacted for any additional concern regarding device involvement or an update on the patient's status. However, it was communicated that the patient was hypercalcemia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were undersensing ventricular fibrillation (vf) which resulted in delayed therapy for the patient. It was reported the patient arrived at the hospital not feeling well, experienced cardiac arrest and was resuscitated. A review of the episode indicated very fine vf. The patient received anti-tachycardia pacing (atp) and several shocks.